Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with approximately 200-250 units of insulin. Subsequently, cold insulin was used to fill the cartridge. The customer reported blood glucose level ranged from 218-226 mg/dl. The customer loaded a new cartridge successfully using room temperature insulin.